Event description:
Report received of the device not sounding an audible alarm while on the low volume setting. During routine preventative maintenance testing at the user facility, the device did not sound an audible alarm while on the low volume setting; however, the device sounded with an audible alarm while on the high volume setting. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.